Event description:
It was reported that the patient is experiencing difficulties activating his inflatable penile prosthesis (ipp). He states that the pump is hard as a rock and because of this he can't get a hard enough squeeze to get the valve to pop. Patient liaison went over trouble shooting techniques with him by phone and sent him instructions by email. (To include burp/anti-stiction/reboot). He will call if he has further questions.